Event description:
Closure device failed on pt's right femoral artery. Radiology technician (rt) reports deploying device fine, but when retracting device away from patient, the device malfunctioned and starclose closure device was still attached to the deployment system. The closure device was still attached to the deployment system when removed from the patient. Rt held pressure for 20 minutes and the product was sent to risk department for report and replacement. Patient stable, no adverse outcomes.